Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an over infusion of dopamine on (B)(6) 2021. The device was programed to deliver 12mg but delivered 24mg. There was patient involvement but impact is unknown.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311). Additional information: imdrf annex a and g codes.

Event description:
It was reported that the pump module had an over infusion of dopamine on (B)(6) 2021. The device was programed to deliver 12mg but delivered 24mg. There was patient involvement but impact is unknown.